Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided. It is alleged the patient experienced adhesions and infection. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient underwent incisional hernia repair with implant of an unspecified bard/davol composix kugel hernia mesh. Post implant of the bard/davol composix kugel mesh, the patient began to experience severe abdominal pain and recurring infections which were found to be the result of the mesh being buckled and adhered to the patient's small bowel. The patient ultimately required alleged surgical removal of the composix kugel patch. The attorney's legal claim alleges the patient experienced adhesions, infection, buckled mesh and explant.